Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga822 - elan 4 electro perforator driver. According to the complaint description, the motor did not stop when the skullcap was pierced. This occurred during a cranial trephination. Another motor was available and replaced immediately. There were no consequences for the patient, and there was no surgical delay. Additional information was not provided. The adverse event is filed under aag reference (B)(4). .

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to no product failure found- no malfunction or serious injury. Investigation: the investigation has been carried out by the aesculap technical service (ats). The device was within the specifications. The technical employee could not find any errors. It could be possible that the described issue occurred due to another involved component. Additionally, we detected that the maintenance is due since 04/2022. Maintenance should be performed on the product. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no simlilar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results, there is no defect. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results a CAPA is not required.